Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated rebooting had occurred. There was no damage found to the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete investigation. The pump was exercised for 24 hours with no power issues occurring. The complaint regarding power loss could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the keypad is torn at the ok and up arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of contamination found under all key contacts. Investigation also revealed a damaged audio bolus button.

Event description:
The reporter (the patient's mother) contacted animas on (B)(6) 2012 alleging that the insulin pump has been experiencing loss of power when the pump is "moved a certain way." The reporter alleged that the pump shuts off and when it is powered back on, the time and date have to be verified and a rewind, load and prime sequence has to be performed. The reporter stated that this issue is causing the batteries to be used up quickly. The reporter stated that multiple different kinds of batteries have been tried in the pump without resolution of the problem. The reporter denied damage to the battery compartment or battery cap and stated that the battery cap was secured tightly to the pump without the yellow o-ring visible. The reporter confirmed that the battery cap has never been replaced on this pump and does not have a replacement cap to use. The owner's guide advises that the battery cap be replaced every three-to-six months. The reporter denied evidence of moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of intermittent power loss remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.